Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 05/13/2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 1:00pm. The patient reported that prior to this at 12:50pm was experiencing symptoms of ¿inability to walk straight and confusion¿. The patient then obtained an alleged inaccurate high result of 75mg/dl on the subject meter compared to 42mg/dl on another meter (doctors meter)performed within less than 30 minutes of each other , at 01:25pm. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿s criteria for accuracy. The patient stated that she received health care professional (hcp) treatment in the way of food and /or drink¿ on (B)(6) 2016 at 01:20pm. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Cca noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms. Additionally the patient reported hcp treatment.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the meter was found to have results below the acceptable range when tested. The meter has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.